Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was received for evaluation. The evaluation confirmed the reported problem and found that the on/off buttons did not function. Further investigation found the shaver has the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event. In addition, testing found the gears and motor grinding. A review of conmed linvatec repair records shows no prior repair for this device. Conmed linvatec recommends a service interval of every 12 months for this device. This is communicated in the instruction manual.

Event description:
The customer reported this shaver handpiece for service, with the report that it has no power. There was no report of injury or surgical delay related to this event.